Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4). Report references: device 1: (B)(4), 1317056-2022-00044. Device 2: (B)(4), 1317056-2022-00050. Device 3: (B)(4), 1317056-2022-00051. Device/generator 1: (B)(4), 1317056-2022-00053. Device/generator 2: (B)(4), 1317056-2022-00054.

Event description:
Device 4 of 5: a distributor reported an issue with several different solero devices; one 14cm applicator, two 19cm applicators, and 2 solero units. During pre-procedure testing, with the patient sedated, repeated "high reflected power" error messages occurred with the devices. It was determined the procedure could not be performed due to this event, and the patient was woken up from anesthesia. The patient did not experience any adverse effects, harm, or require medical intervention because of this incident. This event meets the criteria a reportable adverse event; patient safety risk as treatment was not provided, but patient had been sedated.

Manufacturer narrative:
This complaint file was reopened due to additional servicing of the unit. During calibration of the unit, a malfunction was identified requiring repairs. The unit was calibrated on may 20, 2022 by an angiodynamics field service specialist. Functional check: calibration failed with time does not count down during step7.17. Replaced solero control box but functional test failed with error 306 and 209. Put back the original solero control board. Unit will be shipped to task (third party service group) to continue troubleshooting. The unit was returned on november 7, 2022 to a third party service center for further troubleshooting. Per the servicing center's notes: device came in for repair. Device came in with a complaint. Customer reported high reflected power. Functional test failed at point 4.10. Pump was spinning too fast. Device needed calibration. Calibration failed during burn in error ( power limit fault! Rf 46.6 bird 46.5). We thought the s.s.g caused this problem. So we replaced this part. The next calibration also failed with error ( refle rf 93.2 bird 93.2). We found out that the problem was caused by a broken flat cable between the s.s.g. And the baseboard. We put the old s.g.g. Back and we replaced the cable with pn 12740095 rev.b 4422. Cable pn 12740095 rev.b 32/15 was removed. Service passed according to procedure svc-006-s09 rev.d we tested this device severe after calibration. No further problems occurred. Service passed according to procedure svc-006-s06 rev.d passed electrical safety test according to procedure svc-027 rev. G. This device meets all criteria. The reported complaint description was originally not confirmed per service order (B)(4). The unit was then calibrated under service order (B)(4) and failed due to the time not counting down. The control card was replaced but then failed due to error 209 and 306. The original control card was put back in the unit and sent to task service center for further troubleshooting. The unit failed for high reflected power and the pump speed was too high. The solid state generator was replaced but failed calibration again. It was observed that the flat cable between the solid state generator and the baseboard was broken. The original solid state generator was put back in the machine and the cable was replaced. The unit functioned as intended and met all acceptance criteria. The root cause for the high reflective power, error 209, error 306, and pump speed was determined to be caused by a broken flat cable between the solid state generator and the baseboard, which was replaced. This is the second reported error of this unit for high reflective power (reference (B)(4)) and error 306 (reference (B)(4)). This is the first reported error for this unit for pump speed and error 209. This is the first time the flat cable was replaced. The unit was tested with the new flat cable per svc-006-s06 functional test and electrical safety per svc-027 and met all acceptance criteria. A review of the device history records (service order history) was performed for the reported serial number (B)(6) for any deviations related to the reported failure mode of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution; i.e. No ncr associated with reported failure mode. Labeling review: the user manual, which is supplied to the user with this unit contains the following statements: 6.3 errors. Errors are non-recoverable system failures which require the end user to reboot the system. System errors may be the result of a failure that the end user in general has no ability to correct. System errors will be reported with unique error numbers which must be provided to angiodynamics to facilitate troubleshooting. In the event of a system error please make note of the events leading up to the error, record the error number, and follow the on-screen instructions. If such an error occurs, the solero unit will turn off and disable the microwave source, so there is no risk of immediate harm to the end user or the patient. 6.3.2 unrecoverable system errors. Any system error other than the coolant fault will be the result of an underlying problem with the system that the user will be unable to correct. In this case, the system will display an error similar to the one shown (example system error 125). The only differentiation will be the error number reported in the status bar. In this event, the user should note the conditions leading up to the error, record the error number, and report this information to the complaint handling department of angiodynamics. See section 12 for contact information. System errors are unrecoverable and the system should be shut down. It is not recommended that the system be restarted for further procedures until cleared by angiodynamics. 6.2.5 high reflected power. The system will display a warning when the reflected power exceeds a preset threshold as shown and abort the ablation. If this occurs, microwave energy is unable to be effectively transferred from the applicator tip into the targeted tissue due to desiccation. Further progress is blocked until the warning is acknowledged. If a "high reflected power" condition is indicated, several sources are possible and warning message will be displayed as shown. The following are several possible sources leading to the "high reflected power" condition: the applicators active region may not be fully inserted into the tissue or a transient gas pocket may have formed around the applicator tip. Adjust the positioning of the applicator. Adjust time as necessary. Press start/stop button to restart the ablation. Connection to the generator may have been lost. Check the connection to the generator. Adjust time as necessary. Press the start/stop button to restart the ablation. The applicator may be defective. Replace the applicator with a new one. If the problem persists, contact angiodynamics inc. For technical support." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
Returned for evaluation was a solero unit, serial number (B)(6). Functional check: unit is in good physical condition. Unit will be tested per functional test and electrical safety test. Fault cannot be confirmed as reported. Unit appears to be in normal operating condition. Unit passed functional test and electrical safety test. Unit passed all acceptance criteria. The reported complaint description is not confirmed. The unit functioned as intended and met all acceptance criteria. The root cause for the high reflective power was unable to be determined because the unit functioned as intended. A review of the device history records (service order history) was performed for the reported serial number (B)(6) for any deviations related to the reported failure mode of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution; i.e. No ncr associated with reported failure mode. Labeling review: the user manual, which is supplied to the user with this unit contains the following statements: 6.3 errors: errors are non-recoverable system failures which require the end user to reboot the system. System errors may be the result of a failure that the end user in general has no ability to correct. System errors will be reported with unique error numbers which must be provided to angiodynamics to facilitate troubleshooting. In the event of a system error please make note of the events leading up to the error, record the error number, and follow the on-screen instructions. If such an error occurs, the solero unit will turn off and disable the microwave source, so there is no risk of immediate harm to the end user or the patient. 6.3.2 unrecoverable system errors: any system error other than the coolant fault will be the result of an underlying problem with the system that the user will be unable to correct. In this case, the system will display an error similar to the one shown (example system error 125). The only differentiation will be the error number reported in the status bar. In this event, the user should note the conditions leading up to the error, record the error number, and report this information to the complaint handling department of angiodynamics. See section 12 for contact information. System errors are unrecoverable and the system should be shut down. It is not recommended that the system be restarted for further procedures until cleared by angiodynamics. 6.2.5 high reflected power: the system will display a warning when the reflected power exceeds a preset threshold as shown and abort the ablation. If this occurs, microwave energy is unable to be effectively transferred from the applicator tip into the targeted tissue due to desiccation. Further progress is blocked until the warning is acknowledged. If a "high reflected power" condition is indicated, several sources are possible and warning message will be displayed as shown. The following are several possible sources leading to the "high reflected power" condition: the applicators active region may not be fully inserted into the tissue or a transient gas pocket may have formed around the applicator tip. Adjust the positioning of the applicator. Adjust time as necessary. Press start/stop button to restart the ablation. Connection to the generator may have been lost. Check the connection to the generator. Adjust time as necessary. Press the start/stop button to restart the ablation. The applicator may be defective. Replace the applicator with a new one. If the problem persists, contact angiodynamics inc. For technical support." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4). Report references: device 1: (B)(4), 1317056-2022-00044. Device 2: (B)(4), 1317056-2022-00050. Device 3: (B)(4), 1317056-2022-00051. Device/generator 1: (B)(4), 1317056-2022-00053. Device/generator 2: (B)(4), 1317056-2022-00054.